Event description:
It was reported that the ilet user experienced fluctuating blood glucose levels with urgent low and low glucose alerts. The user had been overcorrecting hypoglycemia despite prior guidance. Symptoms included hypoglycemia and hyperglycemia ranging from 51 mg/dl to 371 mg/dl. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included a review of the bionic report and user counseling on appropriate treatment for low glucose using oral fast-acting carbohydrates. Investigation of this case revealed user technique issues related to overtreating lows, leading to oscillating glucose. It was concluded, based on previously established findings for similar reports, that the cause was user error in hypoglycemia treatment rather than device malfunction.